Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, the manufacturer was notified by patient registration form (prf) that an annuloflex mitral annuloplasty ring sz 32 was implanted and explanted on (B)(6) 2017. During the procedure the physician implanted the ring, tested the native mitral valve and then decided to remove the ring. The physician performed a surgical repair and no ring or heart valve prosthesis was implanted. The procedure was extended but the increase in x-clamp time was not reported to the manufacturer. The ring was disposed by the hospital after explant. No patient complications were notified to the manufacturer.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Given that the device was not returned, no further investigation is possible at this time; however, from the customer narrative provided, the ring repair was insufficient, and the physician opted for surgical repair of the valve instead. As such, this event is attributable to the patient's condition, which precluded adequate repair via annuloplasty ring. The event is therefore considered to be not-device-related.